Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the broken fiber optic sensor extension assembly. The fse performed functional and safety tests. The iabp unit passed all tests, was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, it was discovered that the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector (due to misuse). No patient harm or adverse event was reported.